Event description:
Patient experienced two balloon ruptures of their gastrostomy tube within a short period. The first occurred on april 18th, when the balloon ruptured. The tube was replaced. The second rupture happened on april 22nd. The patient reported abdominal pain, and the tube was found dislodged and resting on her abdomen.

Manufacturer narrative:
A1-a6) no patient information was available related to this event. D4) model number is xeridiem part number; catalog number is part number for exclusive distributor cook medical that appears on the label. Since lot number is unknown, expiration date and full UDI are unknown. H3) device has not been returned to xeridiem for evaluation. H6) investigation codes chosen based on following summary of the invistigation: the device was not returned for evaluation so investigation was limited to reported information and part number trending (5 balloon burst complaints in prior year for the entuit product family with just 1 being on a 70-0060-116 device). Because of this, root cause cannot be established. During manufacturing, each device is tested 100% including a balloon inflation test. Factors that can affect device performance include device handling, packaging, shipping, storage, cleaning and maintenance. Additional possibilities that affect balloon life include unique patient factors such as diagnosis, treatment, surgical procedures, as well as medications, nutrition formulas, and gastric ph. Production personnel are trained and certified for manufacture of the devices. Trending of complaints for the device will continue to be monitored.